Event description:
On (B)(6) 2012, intuitive surgical received uf/importer report # (B)(4) from (B)(6) in (B)(6). The event details are provided below: "pt in operating room for robotic laparoscopic hysterectomy; surgeon documented grossly enlarged uterus with multiple fibroids. As surgeon was bivalving the uterus, he saw a flash of blood coming from the left side of the pt and immediately recognized vascular injury. The robot was immediately undocked and procedure was converted to open procedure. The vascular surgeon responded immediately to repair the pt's left external iliac artery, which he described as "charred" due to the cautery injury. Operating room staff reported small tear in the plastic that covered the metal end of the monopolar scissor. The pt was stabilized after surgical repair and administration of blood products and transferred to the intensive care unit post-operatively. She remains stable and was transferred to the surgical unit the following day. The pt was discharged home (B)(6) 2012".

Manufacturer narrative:
The mcs instrument was returned and evaluated. Per the customer reported complaint (with the following clarification) " the defect was a tube extension dislodged from the main tube". The entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. The surface of the reinforcement tube extension exhibited burnt molded material, indicating unintended arcing may have occurred. Engineering concluded that the dislodged tube at the distal end is likely due to overloading at the distal end which led to a path for unintended arching. The mcs tip cover accessory was not returned. On (B)(4) 2012, isi contacted risk mgr, (B)(6) at (B)(6) and she indicated that the pt had a large uterus which required that the surgeon cut the pt's uterus in half to allow for removal. She indicated that the surgeon did not observe arcing from the instrument however; there was an excessive amount of smoke in the surgical area when the injury to the pt occurred. Since she stated that a vascular surgeon was immediately called to repair the affected vessel and during repair of the vessel, the vascular surgeon noted that it exhibited charring, thus it was determined that an arcing event had occurred. Per (B)(6), the surgeon did not observe that the mcs instrument broke during the surgical procedure, however, examination of the tip cover accessory by the surgical staff found that it had a hole; however, she does not know the status of the tip cover accessory. (B)(6) indicated that the pt is recovering well and has not returned to the hospital due to experiencing any post-operative complications. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.